Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported after the ecs33 was used, as the patient was being taken from the or, the resident noticed there was excessive bleeding from the rectal area. The patient was returned to the or table and re-operated upon and bleeding was observed at the staple line. Contacted md assistant during the event. Md was not available. Md assistant stated that the instrument performed well. The md assistant also stated that there was a bleeder that was not easily accessed. Therefore, the md elected to perform another anastomosis.